Event description:
The customer reported to olympus that the evis lucera colonovideoscope image was unclear and foggy and the air/water supply tube was not smooth. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the pin of the nozzle was missing and the bending angle in the up direction was insufficient due to wear of the angle wire. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning and the device was appropriately rinsed before manual disinfection. Additionally, the air/water channel was flushed with air and water using non-olympus equipment. All scope channels were connected with tubes when the scope was setting up into the automated endoscope reprocessor (aer). There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' which describes how to detect this malfunction. The reprocessing manual 'chapter 3 cleaning, disinfection, and sterilization procedures' describes prevention techniques. Olympus will continue to monitor the field performance of this device.